Event description:
The customer reports the table force sensor is defective on the x-ray system.

Manufacturer narrative:
(B)(4). The analysis results found that an (B)(4) was received instead of an (B)(4). The device was received in good visual condition and with seven reloads present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a liver transplant procedure, after the 1st firing with a white reload on the hepatic portal vein, when the vein was unclamped there was significant blood loss. The staple line was reported to have let-go in two areas. It is unknown how the procedure was completed. There was no reported adverse impact to the patient.